Event description:
Customer complained about sensor reading discrepancy. Customer stated that on the night before; she was receiving alerts that the glucose was below 69 mg/dl and her blood glucose reading was 120 mg/dl. She tried to enter her blood glucose value and received a calibration error. She tried calibrating again and received a second calibration error followed by a change sensor alert. Customer stated that the sensor age was 2 days and 18 hours and that the alert occurred after initialization. Customer stated that she removed the prior sensor and noticed it was bent; removed the current sensor and it was slightly curved. Current blood glucose is 216 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.